Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer provided quality control (qc) data, which indicated results were in range before and after the samples were ran. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. Ccc sent the customer information on the effects of sample integrity on accuracy and precision. The cause of the discordant, falsely elevated chloride (cl) and sodium (na) results obtained on two patient samples is unknown. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated chloride (cl) and sodium (na) results were obtained on two patient samples on a dimension vista 500 instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on the same instrument, resulting lower and matching the patients history. The corrected results were reported to the physicians(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cl and na results.